Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of system error 345 was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log (ehl) revealed occurrences of system error 345 messages. The reported condition was verified. The cause of the condition was determined to be a faulty processor pcb board. The processor pcb board will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.